Event description:
Cna was doing a transfer from a bed to a geri-chair. During this transfer sling came unhooked from lift and caused the resident to fall out of sling. Cna states that the resident's arm was moving during the transfer possibly causing the loop to come unhooked from the lift. Cna states that it was a good possibility it was her error that contributed to this event.

Manufacturer narrative:
Distributor arrived at the facility on (B)(6) 2011 to fill out incident report. The lift used during incident needs a few cosmetic items. Also facility wants to update their p.m programs to be more like our distributors programs. In service training is being scheduled for this facility. Sling being used was in the 6 year old range has signs of bleaching and is totally intact. Not sure if this was a one person transfer or more than one person was present during this incident. Quite possible was a cna error that caused this incident.